Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the customer chose to reset the pump, however the issue persisted after the pump was reset. A root cause could not be determined. A replacement transmitter was sent to the customer.